Event description:
This was a case with a cto in the lad (right ostium). Wire would not go through cto. Lased the proximal lad into septal using 45/25, then 45/45. All went well. Brought the catheter back and tried to get to cto in lad right ostium. With wire in, physician continued to push forward. After several attempts, the wire would not cross the cto. As the physician continued to push, the wire became lost. He continued to push with no wire. He was using 80/80 without the wire, twisted into the diagonal, perforating the artery. Ptca done, checked echo. Patient was sent to surgery and the diagonal repaired. Patient is doing well.